Event description:
The customer reported the device failed to acquire 12-lead ECG.

Manufacturer narrative:
The customer determined the cause of the issue to have been the ECG leads trunk cable. The customer ordered replacement cables to resolve the reported issue.